Event description:
Initial report indicated that the device was explanted due to suspected end of service. Further investigation determined that device replacement was prophylactic because end of service was approaching and family did not want to wait for battery to die before replacing the unit. Explanted device was returned for analysis which revealed a component failure.